Event description:
It was reported that when using the bd pyxis¿ es server, new patients were not crossing over to the stations, patients entered through the pharmacy system had appeared correctly in the server records but had not populated in the stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by customer. The tss mentioned that customer initially believed patients were not crossing, but upon further review, it was found that the room number had not been entered for the patient. This led to the assumption of missing data, which was resolved once the correct room information was added. The system functioned as intended after the issue was resolved by customer.